Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a third party service center for evaluation. During the evaluation of the device at the third party service center, the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.